Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the stopped pump exceeded tube set. It was reported the motor stall occurred on (B)(6) 2014 at 19:57, recovered at 20:56, stalled again at 21:16, recovered on (B)(6) 2014 at 10:43, and stalled again at 11:15 then never recovered. It was reported the patient was doing very well with the new pump. The pump was used to deliver hydromorphone, bupivacaine and clonidine.

Event description:
It was reported, the pump stalled and was explanted and replaced on 2014 (B)(6), but the ¿it was left.¿ it was stated, the stall never recovered. It was reported this event resulted in hospitalization. It was noted, the pump was reprogrammed after re-implantation. It was stated, the logs were checked. The patient status was noted as alive with no injury. It was unknown if there were any symptoms. The drug delivered in the pump was unknown. Patient outcome was not provided. Additional information was requested, but not available for the date of this report.